Event description:
A consumer reported seeing halos at night two and a half years following bilateral intraocular lens (iol) implant surgeries. He also stated that he is "very happy" with the iols. The consumer was unable to provide contact info for his surgeon. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The consumer was unable to provide contact info for his surgeon. (B) (4). (B) (4). (B) (4).